Manufacturer narrative:
Patient was revised 24+ months post-op due to bilateral rod fracture allegedly due to pseudarthrosis at the lumbosacral joint . During revision case, surgeon experienced set screw backed out, tips of the drivers and pedicle (everest) screws breakeage, bending of another pedicle (everest) screw and inability of locking another (mesa) pedicle screw. Evaluation of subject devices is anticipated but not begun yet. Once evaluation of the devices is complete and additional information is available to manufacture, will follow-up with report.

Manufacturer narrative:
Follow-up #1/final report issued to include k2m's risk assessment review as indicated below. K2m inc does not expect to receive additional information in regards to this case and then, considers this to be a close-out report. The pseudoarthrosis likely contributed to the bilateral rod fracture. The manufacturing records were reviewed and no contributing information was found. The compromised construct likely led to the set screw back out. During the revision, the damage to the screw inserters and the everest screws is consistent with over torquing, which is more likely to occur in the sacrum while inserting larger diameter screws. The damage to the mesa screws is consistent with instrument misalignment. The difficulty locking the mesa screw is consistent with the damaged lips of the outer collet. Once the lips are damaged it becomes difficult to grasp onto the screw head with the instrumentation. Risk: the everest risk analysis, risk-031 rev 1: hazard analysis, lines 5-10: screw breakage and lines: 1-2: set-screw back out, address the concerns raised in this complaint/MDR. The probability and severity associated with these hazards are found to be accurately assigned. No edits are required. Risk: the mesa risk analysis, risk-004 rev 4: hazard analysis, lines 7, 9, 10, 11: screw breaks/outer collet dislocates from inner collet, addresses the scenario described in this complaint/MDR. The probability and severity associated with these hazards are found to be accurately assigned. No edits are required. Technique: the surgical technique guide and IFU are accurate and available to the surgeon - no edits required. Dimensional/material: a review of the manufacturing and inspection records did not reveal any contributing information/trends. (B)(4).

Event description:
Patient was revised 24+ months post-op due to bilateral rod fracture. During revision case, allegedly surgeon experienced set screw backed out, tips of the drivers and pedicle screws breakeage, bending of a pedicle screw and inability of locking a pedicle screw.